Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system was encountering non-recoverable error 252. The customer power cycled the system multiple times, but the error was constant. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed faults were occurring on the left master tool manipulator (mtml) armnet. An isi tse advised that a hard cycle might resolve the fault. The customer asked if they could disconnect the faulting surgeon side cart (ssc) and just use the second ssc. An isi tse informed that the faulting ssc could be removed to continue. The customer powered down the system, disconnected the faulting ssc, and the system powered back up. The procedure was completed with no patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the remote arm controller 1 (rac1) to resolve the issue. The system was tested and verified as ready for use. Isi received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint. In-house fa installed rac into printed circuit assembly (pca) xi system, powered up the system and had no errors. The rac passed communication, verify voltage, running fan, sine test, and was idle in normal mode for 10 minutes, with 20 power cycles performed. No issue was identified. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 252 were occurring on the mtml armnet related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer disabled the faulting ssc after the start of the procedure due to non-recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change,